Event description:
On 02/03/2000, an employee at user facility received a stick/laceration while attempting to dispose of a sharps container. The employee was injured on the finger by a sharp object protruding out the back of the container. Kendall's quality assurance dept was notified of this event on 02/07/2000.